Event description:
A customer reported that two different patient samples run on a vitros 5,1fs chemistry system were mis-associated with the incorrect patient names, demographics and incorrect assays. The customer observed the discrepancy because the reagents for the mis- associated assays were not loaded on the system at the time of the event and no results were generated. The discrepancy was therefore identified and no mis-associated results were reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that two patient samples run on a vitros 5,1fs chemistry system were mis-associated with the incorrect patient names, demographics and incorrect assays. The csc determined that the cause of the event was most likely improper sid reuse. The csc referred the customer to the relevant sections of the vitros instrument user guides which describe how to properly manage sid¿s that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. In addition, the csc assisted the customer in configuring the sid auto deletion feature on the vitros instruments, where applicable, to help prevent reoccurrence of the issue. The investigation determined that the assignable cause of the event was most likely user error due to improper sid reuse. The vitros instrument did not malfunction.